Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a radial artery lesion. A 3.75x15 mm trek balloon dilatation catheter (bdc) was prepared before patient use. However, resistance was noted during advancement and removal through a guide catheter, causing the proximal shaft to separate from the balloon. Everything was removed from the patient without issue. An additional 3.75x15 mm trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.